Event description:
Additional information received for mw5176670 on 4/13/2026 to update manufacturer.

Event description:
I own a center health glucose monitor to help manage my type 2 diabetes. I've owned the device for a few years now and pay for an annual subscription for their service. I went in for labs and my a1c was 7.3. Based on my readings per center health, my 90 day average estimated a1c was 5.8%. The difference of what would classify someone as diabetic vs. Prediabetic. The morning of my labs, center health said my fasting sugar was 84. Roughly 30 minutes later (still fasting) my sugar reading from the labs blood work was 126. I reached out to center health on 8/28 because my doctor and I both agreed that the official a1c test isn't lying and that it must be a faulty meter. Center health responded on 8/29 that their meters are accurate and asked if I would like a control solution sent to test the accuracy at home. I responded yes the same day. No one responded again until I followed up on 9/2 and 9/3. On 9/3 they said they sent the control solution. I received a package on 9/9 that was only more test strips, not a control solution, so I reached back out requesting the solution again. They responded that the solution was resent. On 9/15 I receive the solution and immediately test three times. Two of the three tests failed and were out of the control range. I let them know the results of each test with a screenshot. On 9/16, they request to know the control range on my strips. I provide that the same day. On 9/19 I ask for an update and receive no response. On 9/21 I send a formal letter that I will escalate if I do not have a resolution by the end of the day on 9/22. No response on 9/22, and no response as of 12:30pm et on 9/23/2025.